Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. This report is for an unknown - screws: 6.5 mm and 7.3 mm cannulated, part and lot number are unknown; UDI number is unknown. Patient was initially implanted with an unknown 1/3rd tubular plate and multiple unknown screws of unknown quantity (including the broken 6.5 mm cannulated screw) on an unknown date. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a removal/revision of one (1) broken 6.5 mm cannulated screw from a right talus fracture on (B)(6) 2018. The patient was initially implanted with an unknown 1/3rd tubular plate and multiple unknown screws of unknown quantity (including the broken 6.5 mm cannulated screw) on an unknown date. Subsequently, during a follow-up visit, an x-ray taken showed that one (1) 6.5 mm cannulated screw was broken. The surgeon hence removed this 6.5 mm cannulated screw. It is unknown if the remainder of the unknown construct were also removed/revised. The removal/revision procedure was reported to have been completed well. Patient outcome after the surgery is unknown. This complaint involves one (1) device. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown); unknown 1/3rd tubular plate (part# unknown, lot# unknown, quantity# 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Update on previously reported concomitant part. A product investigation was performed. The provided x-ray shows two (2) plates and nine (9) screws. No defects were identified in the provided image. Due to the angle and overlap it cannot be definitively determined if all screw are intact. However, as no issues were identified, the complaint condition for this device could not be confirmed and could not be replicated. Lot number review: a DHR review could not be performed as the lot number is unknown. Drawing review: as the screw was reported to be an unknown 6.5mm cannulated screw it is probable the screw is part of the 208.4xx family. Thus, the following drawings for this family were reviewed. 6.5mm cannulated screw, full thread: 208_460 rev. F. 6.5mm cannulated screw, 32mm thread: 208_431 rev. F. 6.5mm cannulated screw, 16mm thread: 208_401 rev. F. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As the physical device was not received no further dimensional or material testing could be completed. No definitive root cause was able to be determined as circumstances surrounding the event and over the implant duration are unknown and the device was not available for inspection. Risk assessment review: the cannulated screw implants - core dossier design and clinical risk management (dcrm) document, windchill 0000230690 a.57, was reviewed in action a-658728 and found to adequately address the complaint condition. Conclusion: a visual inspection via the provided x-ray, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition could not be confirmed from the provided information as no break was observed in the x-ray and the physical device was not returned. No new malfunctions were observed during the course of this investigation. From the provided information, no design or manufacturing issue was identified. The risk assessment was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information on concomitant part - update: concomitant devices reported: unknown 1/3rd tubular plate (part# unknown, lot# unknown, quantity# 1); unknown plate (part# unknown, lot# unknown, quantity# 1); unknown screws (part# unknown, lot# unknown, quantity# 8).